Manufacturer narrative:
The pump was returned to animas for evaluation. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts. A leak test was performed and leakage was found from the battery case. The pump was disassembled and no moisture residual was found in the pump. Unrelated to the complaint, during evaluation a cracked battery compartment was observed, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. It was also observed that the pump displayed a dim reddish verify screen.

Event description:
It was reported that the up-arrow is responding poorly to user presses. The patient reported there are no tears, holes, or peeling of the keypad and the pump is exposed to bath water.